Manufacturer narrative:
The covidien technical service engineer updated the software and replaced the main board. The ventilator then started normally and was observed to be operating within manufacturing specifications.(B)(4)

Manufacturer narrative:
(B)(4). The main printed circuit board assembly (pcba) was returned for evaluation. The service engineer evaluated the pcba and could not verify the reported complaint. The pcba was placed into a test ventilator and it powered on without any errors. The device was run for 24 hour and power cycled on/off 30 times and no issues were observed. The device passed all testing. The reported malfunction could not be duplicated.

Event description:
Covidien received information stating that a &#39;con proc failed&#39; alarm occurred on the e360 ventilator during start up. There was no patient involvement.